Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis lab performed power cycle runtime routines and power testing, which found low voltage output on the 3 volt coin cell battery of the control board on the suspect uim. The fa lab was able to duplicate the reported customer event and determined that the cause was associated with the low voltage state of the coin cell battery due to material fatigue. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Once the suspect component is received it will be routed to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported an intermittent screen on this avea ventilator on power up. The customer reported that the screen was dark. The customer stated that this unit was not on a patient.